Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. The reported event was resolved with troubleshooting steps provided by technical support.

Event description:
Additional information was received indicating the patient presented in clinic and the device was able to be interrogated using ble. The patient was stable.

Event description:
During an in clinic follow up, the device was experiencing a bluetooth (ble) telemetry issue. It was also reported there was difficulty connecting via ble to the remote monitoring application. No intervention has been performed at this time. The patient was stable.